Event description:
The rectal tube had a 1cm hole in the tubing which allowed the feces to escape from so it had to be removed and a new one inserted. Dates of use: (B)(6) 2018. Diagnosis or reason for use: due to patient's clinical condition and known pressure sores. Is the product compounded: no. Is the product over-the-counter: no.